Manufacturer narrative:
The tandem t:slim pump user guide indicates to replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, a system check was unable to be performed to determine a possible cause of the occlusion. Reportedly, the customer had been using the humalog insulin in the cartridge for 3 days.